Event description:
It was reported that high-voltage (hv) therapy was not delivered by the device due to an incorrect interpretation of signal resulting in syncope. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.